Event description:
During the coil embolization procedure of internal iliac artery, while advancing a presidio microcoil (pc4181034-30/c17297, complaint product) in an unspecified progreat microcatheter (terumo, type unknown), the physician experienced severe resistance into the microcatheter. The report did not indicate when and where exactly the resistance occurred. However, he put additional force to push the coil and finally managed to reach the target lesion. Then, it was noted that he could not detach the coil into the target lesion although pressing the detachment button. The green system ready light illuminated at the time the detachment was attempted. Type of the detachment control box and the cable used with the product were not provided. Therefore the presidio was safely removed from the patient. After replace the presidio for a new product (pc4181034-30, lot unknown), the new coil was detached in the target lesion using the same detachment control box and the same cable with no further issues. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. Prior to the complaint product, an unspecified presidio (catalogue and lot unknown) was successfully placed into the target lesion without any further issues. It is unknown how many coils were successfully placed during the procedure. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the vessel or in the microcatheter.

Manufacturer narrative:
There was no stretching or unintended detachment observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. No information regarding the aneurysm/vessel or patient were provided. The complaint product is going to be returned for evaluation. No additional information is available. The coil was returned undamaged. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. Located off the proximal end at 43.5, 50.0, 51.4, and 66.5 (all in centimeters) are severe kinks to the core wire. Located 50.0 centimeters off the proximal end and on the kinked core wire is electrical wiring that is damaged, severed, and protruding outside the outer sheath. Located off the distal tip of the dpu at 1.0 centimeter and 1.3 centimeters on the tip coil are multiple sections of severe buckling and compression. Located 3 millimeters off the distal tip of the dpu is a severely buckled and compressed section located at the tapered transition junction of where two outer sheaths are adhered to each other. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. There are two possible contributing factors to the coils resistance and failure to detach inside the aneurysm. These factors may have worked separately or in tandem producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which would have produced multiple kinked sections of core wire, the severing of the electrical wiring at one of the kinked sections of core wire, the severely buckled sections of the tip coil, and the severe buckling at the tapered transition section. In this condition significant resistance would have occurred during advancement of the coil and the coil could not have been detached due to the severed electrical wiring at the kinked core wire section. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification and the return of the complete detachment system used in the procedure, it cannot be determined if these components had any other additional contributions to the complaint event. A secondary contributing factor to the coils resistance and damage to the dpu and electrical wiring may have been the selection of an incompatible microcatheter that was used with an 18 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿the codman microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm). The unidentified progreat microcatheter comes with two inner lumen sizes of 0.022¿ and 0.025¿. In addition, without the return of the unidentified progreat microcatheter used in the procedure, it cannot be determined if this component had any other additional contributions to the complaint event such as distal interference of a fixed or detached nature. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the reported information, and analysis of the returned device, a definitive conclusion regarding the root cause of the reported event cannot be determined. A possible root cause for the coil nonattachment was due to the melting detachment fiber not receiving heat. It is possible that excessive pressure on the detachment fiber can result in this scenario and although no definitive conclusion can be made it is possible procedural/clinical factors may have contributed. The instructions for use (IFU) warns that if resistance is met, advancement should the stopped and the cause investigated. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.